Event description:
It was reported to philips that the wired foot pedal was unable to release x-ray. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and checked the foot switch cable which appears to be connected, but the fastening screws are not tightening. The foot switch was not working even after reseating the connector. The system log file analysis revealed no errors that indicated an issue. The defective wired footswitch was returned to philips for further analysis. The analysis confirmed the malfunction of the wired footswitch and found a cable defect (physical damage). A philips field service engineer (fse) went on-site and replaced the wired footswitch, connecting it to the secondary connection with solid grip screws to attach it to the table base. Following the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.